Event description:
Procedure: unk. Reportedly the sealing cycle completion sounded but the tissue was not coagulated. Exchanged with another ls2111, the same problem occurred. Exchanged again with another ls2111, it worked properly.